Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported had high blood glucose and insulin pump alarmed no delivery. Troubleshooting was done. Customer's blood glucose was 424 mg/dl. Customer treated with manual injection. It was found there was occlusion in the infusion set. Advised the customer to change the reservoir and insulin did exit. Customer does not have tubing clamps and will call back once she has it to complete the high pressure test. Customer stated she got no delivery alarm. Customer's blood glucose was 167 mg/dl. Customer unable to troubleshoot stated due to she was able to resolve the issue. No further information provided.